Event description:
It was reported that the patient presented in clinic and a programming change was made on the device on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported fluid was found around the patients heart which led to a blood clot and the patient was since then hospitalized. The patient was reported to be in perfect physical health prior to the device being implanted. The cause of the fluid buildup was pericardial effusion. The patient has had multiple additional surgeries since the implant. A pericardial window resolution was performed to assist the patient while hospitalized. The current condition of the patient is stable and the patient was discharged.

Event description:
New information received states after the replacement procedure; the patient is having a periodic chest pain, shortness of breath and extreme fatigue. No further information is available at this time.

Event description:
It was reported that the patient had several medical events after the replacement surgery. It was noted that the patient presented in a hospital on (B)(6) 2017 for cardiac tamponade and in (B)(6) for blood clot. On (B)(6) 2017, the patient had a cardiac arrest and was admitted to the hospital from (B)(6) 2017. On (B)(6) 2017, the patient had an ER visit for shortness of breath and pain over his device. In (B)(6), the patient was admitted to the hospital again for shortness of breath and tightness.

Event description:
New information received states that during (B)(6) 2017 hospital visit, the patient was presented with progressive fatigue, nausea, shortness of breath and hypotension. Echo showed pericardial effusion with pending tamponade. The patient was transferred to st. Luke's hospital for further evaluation. The patient tested positive for chills, diaphoresis, chest tightness, shortness of breath, chest pain (pressure), right arm swelling and pain, bilateral finger numbness and paresthesias. On (B)(6) 2017, the patient underwent limited left anterior thoracotomy with drainage of pericardial effusion. Repeat echo showed complete resolution of pericardial effusion.

Event description:
New information received states that the patient was admitted to the hospital for shortness of breath and tightness. The patient was scheduled to undergo angiogram. No further information is available at this time.